Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 6/18/2026 h6 component code: g07002 pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: could you please provide the lot number? Unk did the reported issue contribute to any patient adverse consequences? Unk when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify? Unk please provide the source or name of person providing answers to follow-up questions: (B)(6). Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections.the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During c-section, the suture was detached from the needle easily. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.